Manufacturer narrative:
No additional information has been provided at this time. Device did not return for investigation. No images were provided for review. If new information is provided a follow up report will be submitted.

Event description:
It was reported a male patient suffered two herniated discs in the cervical spine at levels c5/6 and c6/7. He underwent surgery on (B)(6) 2018, performed by dr. (B)(6) at the (B)(6) center (B)(6). Among other things, an m6-c disc prosthesis was implanted. The postoperative course was initially uneventful. However, since (B)(6) 2023, and increasingly since (B)(6) 2024, he has experienced severe symptoms, in particular significant swallowing difficulties. An examination revealed an isolated abscess in front of the spine and bone damage (osteolysis) around the implanted prosthesis and screws. A bacterial infection (presumably with listeria) or intolerance to the prosthesis is suspected. This was followed by another operation on (B)(6) 2024, during which the soldered prosthesis was removed.

Manufacturer narrative:
It was reported that a patient has experienced severe symptoms, in particular significant swallowing difficulties. An examination revealed an isolated abscess in front of the spine and bone damage (osteolysis) around the implanted prosthesis and screws. A bacterial infection (presumably with listeria) or intolerance to the prosthesis is suspected. This was followed by another operation on (B)(6), 2024, during which the soldered prosthesis was removed. No devices were returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, a review of the device history records could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Rmf 0003 rev 39 line 12.73.1. - resorption or osteolysis, with known or suspected infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported a male patient suffered two herniated discs in the cervical spine at levels c5/6 and c6/7. He underwent surgery on (B)(6) 2018, performed by dr. (B)(6) at (B)(6). Among other things, an m6-c disc prosthesis was implanted. The postoperative course was initially uneventful. However, since november 2023, and increasingly since february 2024, he has experienced severe symptoms, in particular significant swallowing difficulties. An examination revealed an isolated abscess in front of the spine and bone damage (osteolysis) around the implanted prosthesis and screws. A bacterial infection (presumably with listeria) or intolerance to the prosthesis is suspected. This was followed by another operation on (B)(6), 2024, during which the soldered prosthesis was removed.